Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a case, once staff connected a plasmablade handpiece, the generator displayed signs of activation without activating the device itself. It is unknown if any energy was being delivered to the handpiece. There was no patient involvement, therefore patient information is not applicable.